Manufacturer narrative:
The sleeve was discarded by the facility; therefore, an evaluation cannot be performed. Manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing. Report 2 of 2, see related medwatch report number: 0001920664-2024-00138.

Event description:
The user facility in switzerland reported that during the procedure, a round section of the side port on the sleeve got into the patient's eye, although the sleeve had been rinsed out beforehand. The section of the sleeve was removed immediately from the eye using the suction system. The procedure was extended by approximately five minutes.

Manufacturer narrative:
The product was not available for evaluation. However, the complaint description is consistent with an incomplete punch of the irrigation port on the sleeve. The supplier has confirmed the lot involvement and has taken corrective action to address this issue. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Report 2 of 2, see related medwatch report number: 0001920664-2024-00138.